Event description:
While testing the micro sagittal saw during routine servicing, it ran without user activation when the cable was moved. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the boot and the drive bearing were worn and the link nut was loose.